Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead had exhibited a loss of sensing. The patient was asymptomatic. The lead was capped and replaced. The patient was noted to be in good condition following the procedure.